Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Yes. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Apart from design, no. Citation: int urogynecol j (2015) 26:71¿77; doi 10.1007/s00192-014-2467-x. (B)(4).

Event description:
It was reported via journal article: ¿title: outcomes of trocar-guided gynemesh ps¿ versus single-incision trocarless polyform¿ transvaginal mesh procedures¿ author(s): maryse larouche & lisa merovitz & josé a. Correa & jens-erik walter citation: int urogynecol j (2015) 26:71¿77; doi 10.1007/s00192-014-2467-x. The aim of this retrospective cohort study was to compare rates of success, mesh exposure, and surgical reintervention after trocar-guided gynemesh ps and trocarless polyform transvaginal mesh procedures. Between jan2008 and may2012, 103 female patients who underwent transvaginal mesh procedures were included and assigned into two groups: trocar-guided gynemesh ps transvaginal system (n=47; mean age sd of 69.3±7.8 years) and trocarless polyform (n=56; mean age sd of 69.7±8.2 years). During the follow-up, 9 patients in trocar group had true recurrence of prolapse stage ii or more in the mesh compartment for which 3 of them were treated with traditional colporrhaphy. In the trocar group, 11 patients had mesh exposures where 4 patients were treated conservatively with estrogen cream application and 7 patients treated surgically. Also, one patient in the trocar-guided group had pelvic pain associated with mesh exposure which was treated surgically. The authors stated that the reason behind recurrence in the same compartment may be related to mesh arm release from ligamentous support. Trocar-guided gynemesh ps and trocarless polyform transvaginal mesh systems result in similar objective and subjective success rates.